Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm and keypad anomaly the customer¿s blood glucose was 199 mg/dl. The customer is unable to clear the alarm due to the unresponsive buttons. Troubleshooting was unable to be completed due to the keypad anomaly. While troubleshooting the technician confirmed with the customer they observe the time clock advance. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. However esc and up arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken off reservoir tube lip.